Event description:
It was reported that the ilet user experienced a low blood glucose episode, with a measured value of 56 mg/dl, after announcing a meal that appeared larger than actual, and the user ingested 4 ounces of regular soda as fast-acting carbohydrate while glucose rose to 102 mg/dl. Symptoms included hypoglycemia with shaking/tremors. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified, specifically announcing the incorrect size meal related to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.